Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event

Event description:
It was reported that the patient would lose feeling of stimulation due to changing impedances. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively. The explanted ipg will not be returned.